Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that through a remote monitoring system that this device was programmed to monitor only. It was confirmed that the device was programmed to monitor only inadvertently. The patient was recalled and the device was programmed to monitor and therapy. No adverse patient effects were reported.